Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2008; 6947-65 lead, implanted: (B)(6) 2010 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing and diminished p waves. In addition, the cardiac resyn chronization therapy pacemaker (crt-p) was pacing below the lower programmed rate and a heart rate of 40 beats per minute (bpm) and 50 bpm were observed. The crt-p and ra lead remains in use. No further patient complications have been reported as a result of this event.